Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. However, the pump had a high sleep current measurement. The pump was monitored and no unexpected pump error 68 alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert and and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded in the formatted history file on: 09/18/2022 12:29:10.000 09/18/2022 16:37:09.000 low battery alert was recorded in the formatted history file on: 09/17/2022 15:22:00.000 power loss alarm was recorded in the formatted history file on: 09/18/2022 12:30:00.000 09/18/2022 12:30:07.000 pump error 23 alarm was recorded in the formatted history file on: 09/18/2022 12:29:30.000 pump error 68 alarm was recorded in the formatted history file on: 09/18/2022 09:09:35.000, 09/18/2022 10:10:51.000, 09/18/2022 11:33:59.000 09/18/2022 13:40:46.000, 09/18/2022 15:48:18.000 and 09/18/2022 18:06:27.000 pump error 49 alarm was recorded in the formatted history file on: 09/18/2022 09:09:35.000 and 09/18/2022 09:09:53.000 09/18/2022 10:10:52.000 and 09/18/2022 10:11:12.000 09/18/2022 11:34:00.000 and 09/18/2022 11:34:20.000 09/18/2022 13:40:46.000 and 09/18/2022 13:41:18.000 09/18/2022 15:48:18.000 and 09/18/2022 15:48:32.000 09/18/2022 18:06:28.000 and 09/18/2022 18:06:47.000 as per global logic analysis: 4543599, pump error 68 alarm was confirmed, suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) were confirmed, suspected on the pcba 1/pcba 2. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an experienced pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and the customer was able to clear the alarm and the issue was resolved. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and the product mmt-1881 was returned for analysis.